Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic gastric sleeve: "surgeon tried to apply clip on an artery, but when he released the handle the jaws of the clip applier did not release from the vessel. Numerous attempts to get it to release were made, and when they finally got the clip applier off the artery tore, resulting in approximately one unit (pint) of blood loss before they controlled it. Once controlled the case continued as planned and patient was discharged." Patient status: "patient was discharged and is recovering normally."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications except for one clip which misfired due to operator error. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and firing during manufacturing prior to packaging. This document represents our final report.